Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation: uterus'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: naproxen (motrin) from 2003 to 2008 and naproxen sodium (aleve) since november 2008. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, headache, nausea, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, metrorrhagia, nausea, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Two coils on the left side and 6 coils on the right side, after placement of essure tubal devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, total bilateral occlusion (as per pfs). Bilateral e-shur devices occluding both fallopian tubes (as per mr). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, headache and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, metrorrhagia, nausea, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) apareunia, bleeding: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), psych injury, perforation: uterus, bladder/urinary problems: uti, vag. Infect. Vag. Discharge, other injuries/symptoms: headaches and nausea were added. Product indication was updated. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen (motrin) from 2003 to 2008 and naproxen sodium (aleve) since november 2008. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, headache, nausea, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, metrorrhagia, nausea, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted) two coils on the left side and 6 coils on the right side after placement of essure tubal devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (as per pfs) bilateral e-shur devices occluding both fallopian tubes.( as per mr). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events were added: abnormal bleeding (vaginal), abdominal pain. Event onset date were added. Reporter information were updated, concomitant drugs and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.